Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional received on: 4/20/2026: the defect was observed during the use of the guide. It did not progress or got stuck in the introducer. Response received on: 4/24/2026: no patient was harmed beyond the need to resume the procedure from the beginning and have to be pricked again. There were no leaks. No medical intervention was necessary.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that, on friday, one of the middle lines they put in gave them problems inserting the guide and when they removed it, it was split and part of it was left inside the needle. No further details provided.